Event description:
It was reported that the pump touchscreen was cracked, unresponsive and unreadable. The customer's blood glucose level was recorded at 180 mg/dl, indicating it was within the normal range. Customer reverted to using an alternate method of insulin therapy.